Event description:
As reported by edwards japan affiliate, after a transaortic tavr procedure with a 23mm sapien 3 valve in the aortic position, a pouch suture was performed. Access site was obtained via second intercostal space. The distance between access site and aortic annulus under was 59 mm fluoroscopically. When certitude sheath was inserted, sheath was faced second intercostal space and was inserted almost standing position. 23 mm certitude delivery system was advanced but crimped the valve got stuck native valve calcification. Although balloon aortic valvuloplasty (bav) and sheath were laying or turning, it could not be advanced. Bleeding between access site and sheath was confirmed. Volume load and vasopressor were administrated. However, blood pressure (bp) decreased to 60-70's mmhg. Bleeding volume was approximately 1300 ml. It was decided to change access site. The sheath and the delivery system were withdrawn slowly, but further bp decreased, vasopressor was added. However, heavy bleeding was in progress with bp 10 mmhg. As hemostasis was difficult, emergency thoracotomy was performed under extracorporeal membrane oxygenation (ECMO). New device was prepped. Although the 2nd certitude esheath and 2nd certitude delivery system were advanced, the bleeding could not be stopped. Access site rupture was confirmed. The ascending aortic artery was repaired. Aortic valve replacement (avr) was performed. Replacing extracorporeal membrane oxygenation (ECMO) to percutaneous cardiopulmonary support (pcps), the patient left operating room. On postoperative day (pod) 1, pcps was withdrawn, and the patient's hemodynamics was stable. The causal relation of the event with both the device and the procedure was determined as "related".

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided. (B)(4).

Manufacturer narrative:
This supplemental is one of two reports being submitted for this case. Please reference manufacturer report number 2015691-2022-10350. Per the instructions for use (IFU), cardiovascular injuries perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall transcatheter heart valve (thv) procedure and may require intervention. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well-recognized complication of the thv procedure in this elderly population with multiple comorbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Physicians are extensively trained by edwards before they are qualified to use the thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach access and stabilization of the site are also provided in the training. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors (anatomy) in combination with procedural factors (almost vertical insertion angle of the sheath) may have cause or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.